Event description:
It was reported that after successful completion of the intracept procedure on the l5 lumbar vertebrae, the patients electrocardiogram (EKG) looked abnormal to the staff. The patient was under monitored anesthesia care (mac) sedation and was having difficulty lying on the bed for an extended period of time due to their weight and size. The patient was taken to the hospital for cardiac evaluation as a precaution. There were no reported device issues. No further information has been obtained despite good faith efforts.